Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. He treated with just the pump. Customer's current blood glucose value was 345 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for leaks or air bubbles in the reservoir/tubing and declined to check for any site or insulin issues. They also declined to review the bolus history. The customer declined to perform the high-pressure test because they did not have the tubing clamp available. They were advised to call back when they received it so that the test could be performed. The customer was advised to change entire set, reservoir and insulin and treat per their doctor¿s instructions. The pump will not be returned for analysis.